Event description:
The customer reported that when they were administering 10.8ml of ampicillin (325mg/10.8ml) in a 20ml bd syringe to infuse at 0.72ml/hr for 15 minutes the pump measured 9.7ml in the syringe and guardrails would not allow the clinician to go above the 9.7ml while connected to a patient in the special care nursery. The reporter stated she thinks that while the clinician was inserting the syringe into the device she accidentally administered 1.1ml of fluid causing the pump to sense 9.7ml. There was no harm.

Manufacturer narrative:
Cont¿d from d.11: bd 20ml syringe, therapy date (B)(6) 2019. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Section a: although requested, patient demographics not provided.

Manufacturer narrative:
Concomitant medical products: bd 20ml syringe, therapy date (B)(6) 2019. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when they were administering 10.8ml of ampicillin (325mg/10.8ml) in a 20ml bd syringe to infuse at 0.72ml/hr for 15 minutes the pump measured 9.7ml in the syringe and guardrails would not allow the clinician to go above the 9.7ml while connected to a patient in the special care nursery. The reporter stated she thinks that while the clinician was inserting the syringe into the device she accidentally administered 1.1ml of fluid causing the pump to sense 9.7ml. There was no harm.